Event description:
A clinical supervisor reported that a system had no vacuum nad would not recognize the handpiece during a procedure. The procedure was completed after exchanging the system. There was no pt harm .

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).